Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 496 mg/dl. The customer was dizzy, dehydrated, and vomiting blood. The customer might have had an infection. At the hospital they were treated anti-biotic. The customer was wearing the insulin pump at the time of the hospitalization. At the time of the phone call the customer's blood glucose was 363 mg/dl. The customer wanted to check the functionality of the insulin pump. Troubleshooting was performed. The drive support cap was recessed. In the alarm history of the device there were no delivery and low reservoir alarms noted. Everything else was within specification. The customer stated that they were feeling a little tired and did not want to continue the troubleshooting process. The customer wanted to know what it meant to have an open circle on the screen of the insulin pump. After checking, it was discovered that the patterns were on. Nothing further was reported.